Manufacturer narrative:
An extensive engineering investigation was performed on the returned power station at the resmed design house in (B)(4). Device tests during investigation were unable to reproduce the reported issue and the device operated within specification. Investigation determined that the possible cause of the failure was the customer using a defective dc power cord. However, the power cord was not returned for investigation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Once the device is returned and the investigation is completed, resmed will provide a follow-up report with additional information. As stated in the user manual under contraindications, the vpap st-a should not be used if you have an insufficient respiratory drive to endure brief interruptions in non-invasive ventilation therapy. The vpap st-a is not a life-support ventilator and may stop operating with power failure or in the unlikely event of certain fault conditions. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that an ICU patient's condition deteriorated after a resmed power station depleted. This caused the vpap st-a device to stop delivering therapy. There was no patient injury reported as a result of this incident.